Event description:
My provider, (B)(6), began sending me a new type of test strip several months ago for the freestyle lite glucose meter made by abbott laboratories. The old strips came in a container with a blue label marked (B)(4). The new ones have a yellow label and are marked (B)(4). The new type of strip is easier to use but has consistently given me low readings compared with the old strips, so I called ads and spoke to a supervisor there about the problem. She said, she has received "numerous similar complaints" about the new strips and said, she would send me an altogether different strip and meter called truetest. When I read about the recent abbott recall, I thought I should report this problem, as it seems similar, though for a different strip from the ones in the recent recall. Thank you for your attention. (B)(6).